Event description:
The patient contacted baxter's technical service center regarding the patient line leaking, which occurred on the homechoice (hc) during use during fill 3 of 4. The baxter technical service representative (tsr) had the patient end therapy. The leak was reported to be between the exit site and the transfer set. The tsr referred the patient to their registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(4) 2011 regarding the patient line leaking. The rn stated they were aware of the event and clarified that the patient became disconnected from the line causing the leak. The patient was given an antibiotic prophylactically and has been continuing therapy on the cycler successfully. There was no patient injury reported. No further information was provided. Baxter product surveillance contacted the patient on the (B)(4) 2011 regarding the leaking patient line. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient contacted the nurse about the event and has been continuing therapy on the cycler successfully.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report of the patient line leaking was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.